Manufacturer narrative:
Exact date unknown, event occurred 3 years ago from the date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14302233.

Event description:
It was reported that the patient was experiencing insufficient pain relief. The patient underwent an explant procedure. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.